Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and reported that the repair was completed and the iabp was released to the customer and cleared for clinical service. Additional information is being requested with regard to the details of the repair. A supplemental report will be submitted when this information is provided to us.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that while turning on and prior to use , the cs300 intra-aortic balloon pump (iabp) generated an electrical test fails code # 50 alarm. There was no patient involvement, and no adverse event reported.

Event description:
N/a

Manufacturer narrative:
The getinge field service engineer (fse) replaced the pcb, motor controller 0671-00-0004 to address the issue. All functional and safety tests were passed to meet factory specifications. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) returned at a later date and replaced the pcb, motor controller to address the issue. All functional and safety tests were passed to meet factory specifications. The iabp was released to the customer and cleared for clinical service.

Manufacturer narrative:
The replaced part mentioned in follow up emdr #2 was not permanent. It was replaced for troubleshooting purposes only. A new motor controller board is pending to be purchased from the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.